Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that there is proximal ring/rust/ corrosion in the trifurbication. The setscrew marks on the connector pin were too proximal. The analyst noted that there is green corrosion on the proximal ring in the trifurbication. The set screw mark on the rv connector pin is too proximal. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device reached elective replacement indication. It was also reported there were non-sustained ventricular tachycardia episodes. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.